Event description:
It was reported that the patient underwent a coil embolization of a fusiform aneurysm located in the right vertebral artery. After the coil was deployed, it protruded into the parent vessel. The physician performed angioplasy to push the coil against the vessel wall. The procedure was completed without any consequence to the patient.

Manufacturer narrative:
It was not reported which of the coils implanted protruded, but the lot numbers were provided for all of the implanted coils. A device history record review on these lots confirmed that the devices met all material, assembly, and performance specifications. The subject device remained implanted; therefore, analysis cannot be performed. Based on the information available, it is probable that procedural factors limited the device performance during procedure resulting in the coil protrusion.

Event description:
It was reported that the patient underwent a coil embolization of a fusiform aneurysm located in the right vertebral artery. After the coil was deployed, it protruded into the parent vessel. The physician performed angioplasty to push the coil against the vessel wall. The procedure was completed without any consequence to the patient.

Manufacturer narrative:
The catalog number and lot number of the device in question is unknown, however, the complainant provided the catalog and lot numbers of the stryker coils used in the procedure, they are as follows: (B)(4) qty. 1; (B)(4)qty. 3; (B)(4) qty. 1; (B)(4) qty. 1; (B)(4) qty. 1; (B)(4) qty. 1. Device remains implanted.